Event description:
Additional information received reported that the patient received assistance from her hcp on (B)(6), 2012 and her concerns were resolved.

Event description:
The patient experienced a loss of therapeutic effect; however, the device did help a little bit. The stimulation was intermittent. She always felt stimulation usually at 1.4v, but now she had increase to 4.0v and felt nothing. She has not had any falls or medical procedures, only went to see her rheumatologist. She has not exercised for a week. She did stretch but did think that would do anything. While sitting at a computer chair, she felt stimulation suddenly for just a second a couple times. The device seemed to be helping but not feeling anything. This all started about a week ago. She was at home in fair condition. Additional information has been requested.

Manufacturer narrative:
Lead, model 3889-28, lot# v534780, implanted: (B)(6) 2010. Programmer, model 3037, serial# (B)(4).